Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they had no changes that may have led to the stimulation turning off by itself several times. It was reported that it was unknown why the implant turned off. They stated that they had never turned it off. They stated that they had a ¿botched surgery with a rod and screws in 3 of l5 that were put in with bonk cement. Their doctor couldn¿t get it out and their sciatic nerve pinched. Diagnostics/troubleshooting steps performed regarding the stimulation turning off by itself was a rep called the patient and told them that they could make a doctor¿s appointment to have an x-ray. The patient stated that was their plan, but other than the three times it turned off, it hadn¿t happened again. The patient noted that hey were terrified of going to the doctor office or anywhere else right now. They have had both moderna vaccines, but not a booster. They noted that since it was working for now, they had not made a doctor¿s appointment. The patient noted that they had their device since (B)(6), 2016 and it had never done this before. They don¿t know what happened. They did have to increase from 4.9 to 5.3 impulses. The patient noted that they still didn¿t know if the issue was resolved. They stated that their implant was never turned off because of the pain from a screw laying on their sciatic nerve. The implant does block the pain that goes all the way down their right leg to their toes if they don¿t have the implant turned off. They stated that they sleep with it on and charge with it turned on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient stated that during the last week, the ins turned off by itself 3 different times. Pt stated it has never done that before. Pt stated on monday a week prior to the report, she was charging the ins and the stim just shut off. Pt stated she just continued to charge with therapy off and then her programmer and turned therapy back on. Pt stated then she was charging again on saturday night and stimulation turned off - pt was again able to turn it back on with her pt programmer after she had charged up. Pt stated when she work up the next morning sunday stim was turned back off again. The patient was redirected to their healthcare provider to further address the issue.